Manufacturer narrative:
A review of the info provided indicated that the balloon popped at some point in the procedure. Visual analysis yielded a balloon that had been fully deflated. Inflation of the balloon was not possible due to restrictions in the shaft. The balloon catheter shaft had been kinked in excess of five times. It is unclear if difficulty was encountered during removal of the device from the patient. Analysis of films from the case was not possible as none were provided. It is unclear if the path to the lesion included tortuous anatomy such as severe calcification or add¿l stents. Additionally, it is unclear if pre-dilation of the affected site was successful prior to the attempted installation of the icast covered stent. A review of the lot qualification data completed by quality control prior to shipment yielded no anomalies. With virtually no procedure details provided to help understand any complications that may have been encountered, it is difficult to re-enact the exact conditions experienced during the clinical procedure. Based on the procedural info provided as well as no issues observed with either the data retained in quality control or the observations recorded. Atrium can find no fault with the mfg process or the device in question.

Event description:
Balloon popped.